Manufacturer narrative:
(B)(6). (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, dob, & weight not available for reporting. Event date: unknown when migration started. Other: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Patient code used for: the complaint indicated that the blade was penetrating the patient¿s head of femur and acetabulum resulting in pain, requiring additional surgical intervention. Device history records was conducted. The report indicates that the: part 04.038.290s / 9903645, mfg. Date: 12-oct-2015, exp. Date: 01-oct-2025, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# 9903645 of tfna helical blade 90mm sterile was processed through the normal manufacturing and inspection operations with no rework or nonconformities, related to the complaint. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Comments: a review of the raw material device history record revealed this lot (9825561) met all specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the initial surgery for intertrochanteric femoral fracture applying the reported tfn-advanced nail and blade took place on (B)(6) 2016. The 4th week after the surgery, the patient complained pain and x-ray was taken. Then, the x-ray revealed the reported blade penetrating the patient's head of femur and acetabulum. The reported nail and blade have been planned to be replaced with artificial joint by performing total hip arthroplasty on (B)(6) 2016. This complaint involves 2 parts. This report is 1 of 1 for (B)(4).